Event description:
The customer reported obtaining erroneously high creatinine result for one (1) patient from the beckman coulter au5400 clinical chemistry analyzer. The customer stated that a creatinine result of 430 umol/l was generated for the patient. The customer reported the result out of the laboratory and the patient was admitted to the hospital. However, there was no report of injury to the patient or change to patient treatment following admission to the hospital. No repeat testing result has been provided by the customer. Beckman coulter reviewed the reaction monitor for the sample and noted highly abnormal reaction kinetics with significant absorption spike at measuring point (mp) 0 & mp11, which is indicative of the presence of liquid in the cuvette carousel. Beckman coulter inquired as to whether the customer was running the system monitoring solution (sms) reagent and confirmed that the customer was not running sms reagent at the time of the event. The customer did not provide any patient demographics information for this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but was unable to find any leak or direct evidence of an instrument malfunction. The fse verified that the current reaction curves and the results appeared normal. In conclusion, failure mode of the high creatinine result is likely attributed to liquid in the cuvette carousel as a result of a cuvette overflow. Although a leak was not directly observed by the fse while at the customer's site, there was strong evidence of a leak from a review the reaction monitor of the high creatinine result. In addition, the leak was not detected by the customer as the customer failed to run system monitoring solution (sms) reagent. Beckman coulter recommends manually requisitioning and running the sms test at regular intervals defined by standard operating procedures of each laboratory as cuvette overflow check is only performed during measurement of the sms test. The sms test can detect abnormal reaction kinetics which are indicative of a cuvette overflow.